Event description:
It was reported that during use of the left ventricular (lv) lead the patient became symptomatic and the lead settings were re-programmed. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.